Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated foreign material on set screw, a loose/detached set screw and the set screw was found in the connector bore.

Event description:
It was reported that during the implant attempt, the physician tried to connect the left ventricular (lv) lead in the lv port and could not turn the set screw with the screwdriver. That device was not used and the physician asked for a new device for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.